Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer reported that the auto mode was not active at the time of insulin. Customer was alleging that the insulin pump was under delivering. Customer received assistance for the [programming of the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump and reservoir will not be returned for analysis.